Manufacturer narrative:
Operator of device: unknown. E4: initial reporter also sent report to FDA: unknown. H6: event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the scratched lens and worn latch flex. Upon function testing, the reported problem was duplicated. The root cause is unknown. The following was done to resolve the issue: replaced scratched lens, worn latch flex, upstream occlusion sensor, keypad, overlay, expulsor, valves, flat gear and flag. Loaded software and calibrated the sensors. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device volume accuracy test was too high even after being tested multiple times. Additionally, the lens was blurry. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.